Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015. On (B)(6) 2015, the patient underwent the first bronchial thermoplasty treatment to the right lower lobe of the lung. No issues were noted with the device, however, it was reported that procedure took a long time. The length of the procedure was not reported. This complaint is being reported based on the event of atelectasis treated with antibiotic. According to the complainant, following the bronchial thermoplasty treatment, the patient experienced atelectasis and was treated with antibiotics. The patient had a planned hospital stay for one day and was released as scheduled the day after the procedure. The patient condition was reported to be good following treatment, and was better within a week.

Manufacturer narrative:
(B)(4). The exact age of the patient is unknown; however, reported to be over 18 years old. (B)(4) - atelectasis. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.